Event description:
The customer reported that the nurse found the pt without a palpable femoral pulse and commenced CPR. The nurse noted during CPR that there was a "compression" trace on the screen. There was no alarm at either the bedside or central. The staff alerted the emergency team who disconnected the monitor to connect the defibrillator. Resuscitation was unsuccessful.